Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump was received with a cracked case at the display window corner, a cracked belt clip slot, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that insulin is squirting out of the insulin pump during manual prime. Customer stated that the pump's piston continued to move forward after reservoir contact and insulin squired out. Customer stated that there were no numbers appearing on the screen, and no beeps were heard. No significant events leading to the issue were observed. Customer's blood glucose levels were not included in the report. Product is being replaced.